Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). One patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(4) 2012. Weekly pace lead trend data shows a spike increase for max rv pace equal to 584 to 1104 to 552 ohms peak between (B)(4) 2012 and (B)(4) 2012. Eight ventricular non-sustained episodes equal less than or equal to 190 milliseconds (ms) between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that a patient alert was triggered for high impedance on the right ventricular (rv) lead. The lead also had non-sustained ventricular tachycardia episodes which were noise. The lead remains in use. No patient complications have been reported as a result of this event.